Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator. It was reported that there was a lead malfunction that occurred intra-operatively. The lead was implanted partially, but when they tried to remove the stylet, it would not come out. They tried to gently remove the stylet for several minutes and ultimately the steering cap popped up. Forceps were used to try to grab the stylet and remove, but could not. The lead was removed from the epidural space, and a new lead was used. The stylet could not be removed from the lead, and the manufacturer representative watched the health care providers try for almost 10 minutes. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (B)(4) found the stylet could not be removed from the lead. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis observed the distal end of the lead was bent. If information is provided in the future, a supplemental report will be issued.